Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ vialon e IV catheter tip was damaged and couldn't be inserted into the vessel. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle could not be inserted into the vessel due to the abnormal configuration of either the needle or the catheter. The defective component (needle or catheter) remains unknown."

Event description:
It was reported that the bd insyte¿ vialon e IV catheter tip was damaged and couldn't be inserted into the vessel. The following information was provided by the initial reporter, translated from japanese to english: "the needle could not be inserted into the vessel due to the abnormal configuration of either the needle or the catheter. The defective component (needle or catheter) remains unknown."

Manufacturer narrative:
H6: investigation summary nine photos and one actual sample were received by our quality team for evaluation. From the photos, the team is unable to determine catheter damage. From the sample, no damage to the catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. See h.10.